Manufacturer narrative:
Model number/catalog number 72404310, serial number (B)(4), batch/lot number 1000125699, gtin (B)(4), description pump ms, expiration date 06/25/2023. Manufacturer date 06/26/2018. Model number/catalog number 72404161, serial number (B)(4), batch/lot number 1000175745, gtin (B)(4), model/catalog description reservoir 65ml pc, expiration date 10/16/2023. Manufacturer date 10/17/2018.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to cylinder tear. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had trouble inflating or deflating the device due to a lack of saline inside the device. It was indicated that the physician may have hit the surface of the cylinder by mistake. The patient got well following the revision surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to cylinder tear. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had trouble inflating or deflating the device due to a lack of saline inside the device. It was indicated that the physician may have hit the surface of the cylinder by mistake. The patient got well following the revision surgery.

Manufacturer narrative:
The complaint components were returned and analyzed. The reported allegations of cylinder tear and fluid loss and inflation issue were confirmed via product analysis of the cylinders and reservoir. Functional testing revealed a leak in the cylinder body of cylinder 2 due to interaction with a sharp instrument. Functional testing of the pump confirmed a failure that may have contributed to the reported complaint. Functional testing of the reservoir did not confirm leaks. No escalation to ncep, CAPA, or scar is required. Model number/catalog number 72404310 serial number (B)(4) batch/lot number 1000125699 gtin 878953003986 description pump ms expiration date 06/25/2023 manufacturer date 06/26/2018 model number/catalog number 72404161 serial number (B)(4) batch/lot number 1000175745 gtin 878953003238 model/catalog description reservoir 65ml pc expiration date 10/16/2023 manufacturer date 10/17/2018